Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered and is not functional. Reportedly, customer dropped the pump and cannot see through shattered glass. There was no impact to the customer's blood glucose level. Customer reverted to insulin injections for insulin therapy.